Manufacturer narrative:
An event of retraction problem and material deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported retraction problem could not be determined. The damage to valve capsule is consistent with operational difficulty. The reported deformation is possible due to procedural conditions (user techniques handling) contributed to the reported issues. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a prior medical history notable for a biventricular implantable cardioverter-defibrillator (biv ICD); therefore, baseline was paced and severe aortic stenosis. Membranous septum measurement was unclear. Fluoroscopy check was confirmed and a pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, during the second recapture, the radiopaque tip was not fully retracted into the valve capsule. Upon removal, the ds was deformed and a new 25mm navitor vision valve was loaded for implant using a new small flexnav ds. Fluoroscopy was performed prior to insertion. The valve was able to be implanted in cusp overlap view at a depth of 4mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). No paravalvular leak (pvl) was noted. Final gradient was 1mmhg. The patient's cardiac rhythm remained unchanged. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.